Manufacturer narrative:
Material and structural testing was performed at the parent company. A change in the design of the part was done, which improved quality and durability of the seat post area. The chair was updated using the re-designed part. DHR for this specific device was reviewed and the chair met specification prior to distribution.

Event description:
Received report that upper plate on fixed seat tube had become detached allowing the seating to come off of the chair. There are no reports of an injury occuring at time of event.